Event description:
Patient informed that they will require revision surgery of a stelkast total knee system of the left knee.

Manufacturer narrative:
No conclusions can be drawn from the investigation of the device history records and complaint database. As more information becomes available, this incident investigation and analysis will be amended. Not returned to manufacturer.